Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the ins was raised up and the patient needed a revision which occurred a couple of weeks (later stated as 3-4 weeks) after implant. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor: when asked what was the cause of the ins being raised up and they had to go in and flatten it the doctor responded the battery changed position, no exact reason known, it just does this rarely. No further complications were reported or are anticipated.